Manufacturer narrative:
Only the lens was returned, positioned incorrectly (posterior surface up) in the lens case. Solution was dried on the lens. One haptic was bent in the distal area. The right and left sides of the optic edge were slightly pressed between two posts of the lens. The optic edge has a small, torn area on the posterior surface and cracked directly opposite on the anterior optic surface. The lens was cleaned with klrp (klotho-related protein) to remove the dried viscoelastic and further evaluate. The optic and haptic relaxed into their original position after the removal of the dried viscoelastic. A horizontal crack was observed near the center on the optic posterior surface. A fold test could not be conducted due to the lens damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and viscoelastic were used. An unspecified handpiece was indicated. Without the brand and model of the handpiece, it is not possible to determine if a qualified handpiece was used. The root cause cannot be determined for the reported complaint of "lens stuck in cartridge". Only the used lens was returned, placed into the lens case. Posterior optic damage was observed. Information was provided that the surgeon states the lens was stuck in the cartridge when the advancing mechanism pushed over the top of the lens. The horizontal cracked optic damage located on the posterior surface may have occurred due to a misfolded lens. It is unknown if the handpiece plunger had forced the trailing optic portion over the leading optic portion while inside the cartridge. It is unknown if a qualified handpiece was used. The instructions for use (IFU) instructs: company foldable intraocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens stuck in cartridge with patient contact additional information was received that in the surgeon¿s opinion it was not related to the product, lens was stuck in the cartridge when the advancing mechanism pushed over the top of the lens.